Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 291mg/dl. Troubleshooting was performed. The caller stated that insulin squirted out during manual prime, and the device alarmed. The customer mentioned that the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with loose/flush motor support disk. However, the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No prime alarms noted. The insulin pump received with scratched lcd window.